Manufacturer narrative:
The field service engineer (fse) found cracked tubing from the probe wipe to the outer fitting. The fse replaced probe wipe housing and the tubing on the probe wipe resolving the leak. (B)(4).

Event description:
The customer reported a leak of an unknown volume coming from the probe of the coulter act diff 12 analyzer during startup. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.